Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the left ventricular (lv) lead exhibited high pacing impedance and failure to sense. The lv lead was not used and replaced during the procedure. The patient was stable.